Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. Investigation of the pod found the exposed portion of the soft cannula cannula to be damaged. The device was originally reported for a high blood glucose level and slight redness at the infusion site (leg). A new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened and stretched. This damage caused the soft cannula to measure out of specification, 41.76mm in length. The damage did not prevent fluid from exiting the distal tip of the soft cannula. No signs of leakage were found along the fluid path during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. No other damages or defects were found with the device. The timing and the cause of the damage could not be determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.